Event description:
The customer reported a fast stop error was displayed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board. System operates as intended. This MDR is related to ge healthcare complaint.